Event description:
It was reported that during an open pancreatectomy on (B)(6), after the stapling, oozing occurred from the cut end, but the oozing stopped soon after the gauze was used. Usually, 60mm echelon should be used, but the pancreas was small, so 45mm echelon was used. The cartridge color was black, and slr was used too. The thickness of the target tissue was 13mm, so the surgeon selected the black cartridge. The patient had liver cirrhosis and was a high risked patient. The surgeon did not think the bleeding occurred after the stapling, but the assistant surgeon said that the oozing occurred. After the operation, the drainage was red, but there was no problem in patient vital sings. (B)(6), 10 o¿clock, the patient got in shock, and emergency open procedure was performed. The hematoma was on the abdominal side of the pancreas. The prolene with a pledget was used to suture hemostasis and wound was closed. The patient is stable after that. Tomorrow, the patient will be discharging the ICU. The bleeding amount is unknown. The blood transfusion was not performed. The device was used on the pancreas. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2023. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information received: the bleeding amount after re-open procedure was performed was 2346ml. Rbc was 4 unit, ffp was 4 unit, pc was 10 unit. At the initial operation, pc transfused for 10 unit, because the amount of platelet was low due to the liver cirrhosis. During the reoperation, the arterial bleeding occurred from pancreas cut end. Hematoma was on the abdominal side of the pancreas. It was huge. The hematoma was touched on the staple line and slr. 60mm slr was used on the 45mm device, so some part of the slr was not touched to the staple line, but these parts were not cut. The surgeon's comment: it is unknown why it was occurred, but the thin artery on the cut end (probably transverse pancreatic artery 742) of pancreas was not stapled. I don't know why the bleeding occurred post-op day1. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the bleeding identified? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information was requested, and the following was obtained: how was the bleeding identified? : the drainage of fluid was red. How was the bleeding addressed? : the prolene with a pledget was used to suture hemostasis and wound was closed. What was the pre and postoperative anti-coagulant and pain management protocol? : unknown. Was the bleeding intraluminal or extraluminal? : the bleeding from pancreas. Additional information received: the patient has been taking the anticoagulant drug, but stopped from 1 week before the operation. Also, the patient has not been taking it after the operation. For the pain control, medical narcotics was dosed through the vein.